Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2016 the customer states the unit is damaged. Upon triage on (B)(6) 2016, the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
After initial review of the information in the complaint file, the reported condition of "damaged" was confirmed. The power cord attached to gb scd express comp system x1, was found to be damaged /frayed but did not have exposed wires. Therefore the reported condition for exposed copper wires could not be confirmed. The root cause of the damaged power cord was due to handling. The damaged power cord to be replaced to correct the reported issue. Gb scd express comp system x1 was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.